Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8015 error code 120.4610 account name: (B)(6) general hospital account #: (B)(4) asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: contact mobile: (B)(6). Patient or user involvement: no patient or user harm: no case description: 8015 sn: (B)(4) customer wanted to know why he was getting this error code. I explain to the customer that he may need to charge the battery, and if the battery has been charged then you have to replace the power supply board. I also asked the customer is he using third party batteries, the customer stated that there wasn't a battery inside the unit. I explain to the customer that he would get this error if there's no battery and if he's using third party batteries. I also explain to the customer that by using the third party batteries he takes the risk of burning out more power supply boards. The customer said ok and supplied the customer with the battery part number and ended the call. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I explain to the customer that he may need to charge the battery, and if the battery has been charged then you have to replace the power supply board. I also asked the customer is he using third party batteries, the customer stated that there wasn't a battery inside the unit. I explain to the customer that he would get this error if there's no battery and if he's using third party batteries. I also explain to the customer that by using the third party batteries he takes the risk of burning out more power supply boards. The customer said ok and supplied the customer with the battery part number and ended the call.